Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow up with a nurse at the user facility, it was reported that the blood leak occurred at the beginning of treatment, immediately after blood reached the dialyzer. The blood leak was visually observed in the dialysate compartment of the dialyzer. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used to test for the presence of blood, and they tested positive. Nipro bloodlines were used for the treatment. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted; the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The complaint device was reportedly available to be sent back to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet with indication of blood exposure and blood was noted throughout the dialyzer. Blood was also noted within the threads of the header cap on the non-cavity ID end. During the gross visual examination, a delamination was observed on the non-cavity ID end of the dialyzer. The delamination was located approximately between 110 degrees to 220 degrees, with the dialysate ports situated at 0 degrees. The returned sample was not subjected to laboratory leak testing as a delamination is known to effect the integrity of the dialyzer and cause a leak. There was no other damage noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.